Event description:
Boston scientific (formerly guidant) received info that this pt received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. Seven years post implant, the pt experienced abdominal pain, and required surgical intervention due to a rupture. The ancure endograft was successfully explanted. Post surgical repair, the pt was noted to be doing well. To date, no adverse pt effects were reported.

Manufacturer narrative:
The endograft was implanted and has not been returned. No add'l info is available at this time. If add'l info becomes available this event will be updated.